Manufacturer narrative:
Date of event and implant date: estimated based on aware date.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Post deployment of the device, during evaluation of the device for release criteria, a small effusion was noted on the transesophageal echo (tee). No further treatment was required and the effusion resolved on its own. The device remains implanted. The patient was stable and has been discharged.